Manufacturer narrative:
(B)(4).

Event description:
It was reported when the patient presented to the hospital for an unrelated complaint, the device could not be interrogated. The device was explanted and replaced. No further information is available.